Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to inquire about the scroll wrap recall on the insulin pump. It was reported that customer was hospitalized for high blood glucose levels. It was also reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose value at the time of emergency room visit was 482 mg/dl. Customer reported experiencing symptoms of nausea, stomach cramps, headache, and dizziness. Nothing further reported.